Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20apr2020.

Event description:
The customer reported touchscreen misaligned. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manipulation position was misaligned. The manufacturer¿s international service technician replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Manufacturer narrative:
G4: 01jul2020 b4: 17aug2020. UDI#: (B)(4). A touchscreen assembly was returned for analysis. A visual inspection of the returned component was performed, and no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the ul_lr and ur_ll resistance being out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.